Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The s-ram of the c-arm was replaced and the software reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600emi would not complete initialization. The c-arm display would report a s-ram error. There was no adverse patient involvement reported. There was no patient information reported.